Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call indicating low and high blood glucose readings from the insulin pump. The customer stated that he has been having issues with the sensors. The customer's blood glucose reading was 60 mg/dl. The customer stated that he treated his low blood glucose with cereal. The customer stated that the sensor read 200 mg/dl and his blood glucose was 400 mg/dl with no arrows. The customer declined to troubleshoot. The customer stated that he would call back to run test plug procedure.